Event description:
It was reported that syringe 5ml ll sp125 had illegible scale markings. The following information was provided by the initial reporter: "it was reported that the numbers are faded and aren¿t printed very well on the syringe itself. We¿ve had several boxes come to my anesthesia department with the numbers looking like this faded and can¿t read. Verbatim: per customer: we are having some label issues with these bd syringes (5ml), I included pictures below but it looks like the numbers are faded and aren¿t printed very well on the syringe itself. We¿ve had several boxes come to my anesthesia department with the numbers looking like this faded and can¿t read. Do you know if you can reach out to the mfg. And see why this is happening or if it¿s just a bad lot # possibly a batch that ran out of ink during production? If possible maybe looking at your inventory to see if they look the same or if the mfg. Has any information on this?"

Manufacturer narrative:
H6. Investigation: two photos were received and evaluated. One photo displayed the top view of a lister pack from batch 0105630 (p/n 309646). One photo displayed a 5ml syringe inside a fully sealed blister pack. It was observed, the syringe in the photo had a faded scale above the 3ml marking and no visible scale marking above the 4ml marking. The missing print was rejectable per product specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0105630 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the missing print defect is associated with the marking process. Most likely there was an issue with the ink delivery system that caused insufficient ink to be transferred to the pad resulting in missing print on the barrel. No corrective actions are necessary based on the defective rate identified. Batch 0105630 is considered in compliance with our product specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 5ml ll sp125 had illegible scale markings. The following information was provided by the initial reporter: "it was reported that the numbers are faded and aren¿t printed very well on the syringe itself. We¿ve had several boxes come to my anesthesia department with the numbers looking like this faded and can¿t read. Verbatim: per customer: we are having some label issues with these bd syringes (5ml), I included pictures below but it looks like the numbers are faded and aren¿t printed very well on the syringe itself. We¿ve had several boxes come to my anesthesia department with the numbers looking like this faded and can¿t read. Do you know if you can reach out to the mfg. And see why this is happening or if it¿s just a bad lot # possibly a batch that ran out of ink during production? If possible maybe looking at your inventory to see if they look the same or if the mfg. Has any information on this?"